Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device revealed no damage noted to the shaft. There was no stent on the balloon. The balloon was folded and wrapped around the shaft of the device. A clear impression on the balloon indicated the stent was crimped in the correct location. The device was passed over an appropriate sized guide wire with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting procedure, a stent dislodgement occurred. The 50-70% stenosed target lesion was located in the non calcified and moderately tortuous right common iliac artery (cia). The 7.0x30x75cm express ld iliac/biliary stent system was advanced over a 0.035 non bsc guide wire. Prior to reaching the target lesion during advancement, the stent slipped off the catheter in the left external iliac artery (eia). A 6x4 0.18 sterling balloon catheter was utilized to deploy the stent in the left eia. The procedure was completed with another device and additional angioplasty was also performed in the left superficial femoral artery (sfa). There were no additional patient complications reported and the patient¿s condition was reported as ¿stable¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was further reported that the target lesion was located in the left iliac artery, not the right common iliac artery.

Event description:
It was further reported that the target lesion was located in the left iliac artery, not the right common iliac artery.